Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a routine device interrogation. Patient was noted to be in vvi, not symptomatic and intermittently paced. It was recommended to replace the device as soon as possible. The device revision is planned for an upcoming date. Currently, this device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported. This device is expected to be returned for investigation.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a routine device interrogation. Patient was noted to be in vvi, not symptomatic and intermittently paced. It was recommended to replace the device as soon as possible. The device revision is planned for an upcoming date. Currently, this device remains in service and no adverse patient effects were reported.